Event description:
It was reported that inappropriate shock therapy was seen on remote transmission. No oversensing or electrical abnormalities were observed during a visit by the patient in clinic. Programming changes were made to the discriminators and ventricular fibrillation zone. The patient was in stable condition.